Event description:
It was reported that the device was used during a laparoscopic low anterior resection. The device would not fire. The case was completed with another device. There were no consequences to the patient.